Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the device evaluation found it difficult (hard) attaching the lens due to generated rust. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited difficulty (hard) attaching the lens due to generated rust. There was no patient involvement.